Manufacturer narrative:
On 27-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro and the patient experienced heart block / bradycardia that required surgical intervention for pacemaker insertion and prolonged hospitalization. When they began ablating on the patient, it was noticed that the patient went into heart block. The patient was bradycardic and they waited to see if the patient would recover and the patient did not. The medical intervention provided was a pacemaker. The patient was reported to be in stable condition. Patient required extended hospitalization and the patient stayed overnight after the implant. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event is that it was procedure related. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro and the patient experienced heart block / bradycardia that required surgical intervention for pacemaker insertion and prolonged hospitalization. When they began ablating on the patient, it was noticed that the patient went into heart block. The patient was bradycardic and they waited to see if the patient would recover and the patient did not. The medical intervention provided was a pacemaker. The patient was reported to be in stable condition. Patient required extended hospitalization and the patient stayed overnight after the implant. Physician's opinion on the cause of the adverse event is that it was procedure related. It was also reported that there was a leak in the ablation tubing near the drip chamber. The tubing was replaced and the issue was resolved. The customer's reported leak from the tubing is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).